Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that two 2.75x15mm non-compliant (nc)trek neo balloon dilatation catheters (bdc) were noted to be broken yet not seperated in the packaging with no damage noted to the packaging. They were not used. Another nc trek bdc was used to continue the procedure. There was no patient involvement and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break was not confirmed; however, a separation was noted on the returned device which is likely what the account perceived as the reported break. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported break could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
Returned device analysis identified that a third device was used and there was a tear proximal to the guide wire exit notch and an unknown green foreign material on the inflation lumen adjacent to the noted tear.